Event description:
New information received notes that the patient was doing well post operation. The system was replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the hospital with complaints related to infection. Vegetation was noted on the leads. The system was explanted.